Event description:
Pt was revised to address loosening of the asr cup, which had spun vertically. Radiographically, the medial wall was fractured. Intraoperatively, there were other acetabular fractures. Surgeon was suspicious of infection and removed all components treating with prostalac hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed